Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Jack was replaced.

Event description:
It was reported via repair work order that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by contacting the distributor and recommending that the jack be replaced for the customer.